Manufacturer narrative:
Upon visual inspection, it was confirmed that the screw (sca002 conical abutment gold standard zr tm 4.1mm (d) x 2mm (h)) has fractured near the threads of the device. Residue remained within the threads of the screw. The lot number was not provided therefore a review of the device history record could not be performed. Visual comparison to the drawing did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined. (B)(4).

Event description:
The dentist reported, the abutment screw fractured.